Event description:
The customer reported that the device had a defective bezel due to a damaged screen. The customer requested that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.